Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness is lost due to pinhole on universal cord and video cable, bending section cover has a scratch, bending section cover has a chip, switch 1 is damaged, label on light guide connector is peeled, venting connector of light guide connector is deformed, video connector is deformed, video connector case has a crack, video connector has a scratch, and bending angle in up direction does not meet the standard due to wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the adhesive around the objective lens of the deflectable videoscope is peeling. There were no reports of patient involvement.